Event description:
It was reported that the cvp port would not flush and another catheter had to be opened. There were no patient complications reported.

Manufacturer narrative:
Chemistry testing indicated the substance showed similar absorption characteristics when compared to poly ethyl cyanoacrylate adhesive like material. This material is used during the manufacturing process. An investigation was opened to determine the cause of the complaint and implement any necessary actions.

Manufacturer narrative:
The catheter was returned with one monoject 3ml limited volume syringe. There was no packaging returned. A pre decontamination examination was performed and confirmed 2 full occlusions in the catheter body. The first occlusion was located in the proximal injectate lumen. The occlusion was found to be located at the proximal injectate port and appeared to be a clear hard substance possibly adhesive. There is also what appears to be excessive adhesive all around the port. The second full occlusion was found to be located in the distal lumen. The occlusion was found to be located near the catheter tip area. A guidewire was used to locate the occlusion. The occlusion was felt near the catheter tip area, but during the guidewire insertion the occlusion was punctured. A cut down was performed and the occlusion material was observed. Both samples will be sent to chemistry for analysis. The reported nonconformance was confirmed to be a manufacturing nonconformance. An investigation was opened to determine the cause of the complaint and implement any necessary actions. A review of the manufacturing records indicated that the product met specifications upon release.